Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in pre-operation check, the surgeon confirmed that every device was properly aligned. However, in proximal hip screw insertion, the guide wire 3.2 interfered with the nail. Then, the reamer and the drill tip also interfered with the nail in transverse static locking. The radiolucent drive in question is not transparent in image, causing troubles in operations. Due to these events outlined above, there was a 5 minute surgical delay. This report is for 1 unknown nail. This is 5 of 5 reports for (B)(4).